Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 6/17/2017 a medtronic representative went to the site to test the equipment. System was functioning normally when the rep visited the site but after some time the system had difficulties turning back on and took a few reboots to work normally. The representative replaced control panel and power conversion board. Issue was resolved after part replacement. System passed all tests and is functioning normally. -the suspect power conversion was received by manufacturer for evaluation. -the suspect control panel has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported on behalf of site that the image acquisition system (ias) of the (B)(4) was not shutting down. Holding the power button down for 15 seconds had no change. There was no patient at the time of the issue.

Manufacturer narrative:
The detector panel switch was returned to the manufacturer for evaluation. Visual inspection noted physical damage that led to intermittent functionality.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. The enclosure was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.